Manufacturer narrative:
Unknown taper: device labeling addresses the reported event of "leak(s)" as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with lap-band system was reported to have "rapidport ez replacement port has been used to repair the leaking band and port." The lap-band system was removed and replaced.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo. A visual inspection was performed and noted the taper type to be strain relief. The rapid port ex was received with the stainless steel connector detached from the tubing. The anchors were noted to be deployed. Brown particles were noted on the septum and inner surface of the strain relief. Black particles were noted on the port base. Brown fluid was noted inside the septum. A port leak test was performed, and noted leakage on the port tubing junction. A fill inspection test was performed, and no blockage was noted. Under microscopic analysis, brown particles were noted in the inner surface of the strain relief. Also under microscopic analysis, the port tubing attached to the access port and the port tubing attached to the stainless steel connector noted to have a sharp edge.